Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI # (B)(4). Reported issue: during the surgery, suction and irrigation was not successfully done because of weak power. There was no patient involvement. DHR review: device history record (DHR) for 00515047500 lot number 64119146, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on (B)(6) 2019, it was reported from (B)(6) hospital that during the surgery, suction and irrigation was not successfully done because of weak power. On (B)(6) 2019, a returned product investigation was performed on the 00515047500. The physical evaluation revealed that the device had corrosion in the battery pack upon receipt. It was also noted that the trigger was engage inside the packaging when the device was returned and no functional testing could be done on the product. Therefore, the results of the returned product investigation have not confirmed the reported event. Probable cause/root cause: the returned product evaluation could not verify the reported event as the device was returned with the trigger depressed, which drained the batteries. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that, during the surgery, suction and irrigation was not successfully done because of weak power. During device evaluation, it was discovered that the batteries were leaking in the battery pack. No adverse events were reported as a result of this malfunction.